Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Philips received a complaint indicating that the wireless footswitch was not working. The complaint has been reviewed and it has been determined that no harm or allegation of harm was reported. No service has been performed by philips since the quotation was expired as there was no response from the customer. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch was defective. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.